Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with a pocket infection. The organism was identified as (B)(6) and antibiotics were initiated. The following day, the cardiac resynchronization therapy defibrillator (crt-d) was removed from the pocket, drainage was performed and the intravenous leads were removed. The wound was closed and the system was not replaced. No further patient complications have been reported as a result of this event.